Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose levels were fluctuating (40-550 mg/dl) with moderate ketones, due to being a new pump user, and user overcorrecting for elevated blood glucose. Customer changed out supplies and treated lows by consuming juice and crackers. Recommendation was made by tandem technical support to consult with healthcare provider regarding diabetes management.